Manufacturer narrative:
The customer¿s report of a crack in the luer lock was not confirmed, but the luer lock separated from the male luer tip was found. Functional testing was not performed as the luer lock was received removed from the male luer tip. Dimensional testing confirmed that all parts were within the required specification of the manufacturer. The root cause of the spin collar lock separating from the male luer tip was not identified.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak in the tubing "due to a small crack in the luer lock" which was noted during patient use. There was no patient harm.